Event description:
At the moment of the implant the physician couldn't implant the device because he had issues with the screwing of the lead into the head connection of the device.

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the overall lead length is within specifications, the helix extension/retraction function worked properly and the stylet insertion test was successful. - based on the available data, no issue is suspected on the subject lead. - the complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
At the moment of the implant the physician couldn't implant the device because he had issues with the screwing of the lead into the head connection of the device. Lead: vega r58 microport lead sn: (B)(6).